Event description:
It was reported that device separation occurred. A 6f guidezilla catheter-guide extension was used. Upon removal of the guidezilla from the guide catheter, the guidezilla detached at that metal collar. The procedure was completed with a replacement device. There were no patient complications reported.